Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported event could not conclusively be determined through this evaluation. Infection is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital following an aicd firing. The patient was found to have brown drainage from the pump driveline for a 2-3 week duration that was not reported at the time. Cultures were positive for coagulase negative (B)(6), propionibacterium acnes, and lactobacillus species on (B)(6) 2017. A CT of the chest and abdomen showed no pockets of suspected infection. Vancomycin was started on (B)(6) 2017 for the positive cultures. No further information was provided.